Event description:
It was reported that a malfunction occurred, indicated by malfunction code 12, but there were no notable events preceding this issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, but as the customer was at work without charging supplies, she planned to go home to charge the pump and call back for further assistance.